Manufacturer narrative:
Per new information received, this case is an out of box failure found by the ge healthcare service representative. The machine had been delivered and stored at the customer site for several months out of ge control, therefore, this case will be considered a complaint but not reportable because it was not installed and not in clinical use.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that after power up during self test, system goes in fail state showing message " system malfunction" internal problem prevents normal operation.